Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing intermittent discomfort at his scs ipg pocket site due to its location. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the scs ipg was relocated which resolved the issue. It was also reported the scs ipg was explanted and replaced due to another issue during the procedure (reference MFR. Report: 1627487-2016-04387).